Event description:
Litigation papers allege: patient has suffered significant harm including, but not limited to physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and high ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.